Manufacturer narrative:
The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A normal ipg replacement was planned for (B)(6) 2025. Interrogation of the ipg showed that all values were normal, including lead impedance. The device pocket was reopened using surgical scissors and the physician's fingers. The ipg was removed, and a new ipg connected to the lead. The connection was confirmed visually; however, lead impedance was high at 3100 ohms. The csl was removed from the ipg and reconnected, but impedance was high. The surgeon pulled on the lead, and approximately 15 cm of the lead was pulled from the patient while still attached to the ipg. In the opinion of the physician, they had accidentally cut the lead when opening the pocket. The ipg was removed and the pocket closed. The procedure was delayed by 45 minutes. The patient was released home and was doing well. It was planned to do long-term blood pressure monitoring and manage the patient with medications. As of (B)(6) 2025, the patient was doing fine and no scheduled intervention was reported.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the accidental cutting of the lead when the pocket was opened. Cvrx ID # (B)(4).

Event description:
A normal ipg replacement was planned for (B)(6) 2025. Interrogation of the ipg showed that all values were normal, including lead impedance. The device pocket was reopened using surgical scissors and the physician's fingers. The ipg was removed, and a new ipg connected to the lead. The connection was confirmed visually; however, lead impedance was high at 3100 ohms. The csl was removed from the ipg and reconnected, but impedance was high. The surgeon pulled on the lead, and approximately 15 cm of the lead was pulled from the patient while still attached to the ipg. In the opinion of the physician, they had accidentally cut the lead when opening the pocket. The ipg was removed and the pocket closed. The procedure was delayed by 45 minutes. The patient was released home and was doing well.